Event description:
It was reported that ever since the device was implanted, the programmer reported the wrong device serial number ((B)(4)) on any follow up. It was thought that a device reset had occurred. It was also reported that at the next follow up, the correct serial number will be restored using the programmer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.